Manufacturer narrative:
A1-3: unk d4: serial number - unk h4: unk. Manufacture narrative: inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an infection. Reportedly, "cell3+ in ac and iris nodule near pupil marhin. She suspected the nodule infection or uveitis." The lens was later explanted. The patient had been treated with medication prior and following lens explanation. Reportedly, "the physicians impression is that this may be an intracameral bacterial infection secondary to anterior blepharitis," and "the patient had a history of excessive tearing throughout the night on second postoperative day." Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.